Event description:
The customer reported that her blood glucose reached 360 mg/dl and that the pink slide insert was not visible in the viewing window. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire nad properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.